Event description:
It was reported that there was noise on the atrial channel prior to completing the implant. The is-atrial pin plug was successfully implanted which terminated the noise on the atrial channel. It was also noted that the patient was part of the (B)(4) study. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.